Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patients concern with the product.

Event description:
Patient representative reported right side afraid breast implant can cause cancer, "suffered serious health problems and impairments", and "rupture". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative, later reported, right side capsular contracture, baker grade unknown. Psychological stress, since learning about the device recall. Breast implant illness (bii), ¿wrinkles at the bottom edge of the right implant". And a "new lump in her right breast". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Wrinkling: no observed. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Other -medical -ndr: not applicable as the event is not related to the device. Additional observations: red biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported right side afraid breast implant can cause cancer, "suffered serious health problems and impairments", and "rupture". Patient representative later reported right side capsular contracture, baker grade unknown, psychological stress since learning about the device recall, breast implant illness (bii), "wrinkles at the bottom edge of the right implant" and a "new lump in her right breast." Device has been explanted.